Event description:
Boston scientific received information that this patient underwent an ablation procedure, during which time the tachy therapy was programmed off for this device. After the procedure, the physician did not program the device to reactivate tachy therapy. Later that day, the patient was asked to come back to turn the tachy therapy back on. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.